Event description:
Drager ventilator in use on patient in msicu (med-surg intensive care unit). Respiratory therapist notified respiratory therapist team leader of an alarm. The ventilator had a high fio2 and the o2 sensor was inoperative. The respiratory therapist team leader performed a o2 sensor calibration, but the o2 sensor remained inoperative. Respiratory therapist team leader changed out the ventilator. The alarm and inoperative o2 sensor was reported to drager. Drager technician reported to hospital and replaced o2 sensor. Patient was not compromised at any time.